Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was bleeding after sealing mesentery with the ligasure devices even though an end tone, signifying a completed seal cycle, was heard. A new device was opened and the procedure was completed successfully. There was no patient injury.